Event description:
Customer reported that kell positive cells in two sets of 0.8% resolve panel a, vra173 (cell 2 and 7), failed to react with a patient sample later identified with an anti-kell. Positive reactions (2+) were seen during the antibody screen with 0.8% selectogen for gel. Testing performed in manual gel. Patient had no prior history of anti-kell. Customer reports the patient was also tested using the tango instrument and reacted positive with biorad reagent cells that are kell positive. Last qc run: (B)(6) 2012. Customer states they diluted biorad red cells in mts diluent 2 and proceeded to test in the anti-igg gel card. Results were inconsistent. Customer reports identifying anti-kell in the patient sample by testing on the tango instrument using biorad reagents.

Manufacturer narrative:
Ocd performed a batch record review and complaint review of this lot. Satisfactory results were observed. (B)(4).